Event description:
It was reported that this pacemaker system exhibited out of range impedance values of greater than 3000 ohms on the right atrial (ra) and right ventricular (rv) leads which triggered a lead safety switch (lss). There were stored episodes with noise on the ra and rv channels which resulted in oversensing and pacing inhibition of greater than 2 seconds. There were also two signal artifact monitoring (sam) episodes where there was minute ventilation (mv) noise on the ra channel. Subsequently, the mv feature was disabled. Technical services (ts) analyzed device episode data. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that this pacemaker system exhibited out of range impedance values of greater than 3000 ohms on the right atrial (ra) and right ventricular (rv) leads which triggered a lead safety switch (lss). There were stored episodes with noise on the ra and rv channels which resulted in oversensing and pacing inhibition of greater than 2 seconds. There were also two signal artifact monitoring (sam) episodes where there was minute ventilation (mv) noise on the ra channel. Subsequently, the mv feature was disabled. Technical services (ts) analyzed device episode data. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.